Event description:
Implant came out clean, cement did not bond with tibia tray causing loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.